Event description:
It was reported to medtronic minimed that the customer experienced battery cap contact missing/damaged, damage (physical or cosmetic), charge/battery lasts less than expected, unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Pump alarmed 'replace battery 'or 'replace battery now'. Customer reported receiving replace battery alert replace battery now alarm. Customer reported that battery cap is loose cracked or damaged. Customer reported battery cap damage is on metal contacts. Customer reported physical damage crack or scratch on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and revert to the backup plan per healthcare professional instructions . Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side which starts at the corner of the left belt clip rail, missing serial number label. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests; it failed sleep current measurement and active current measurement tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 73=change battery occurred on 09/18/24 @ 04:42:01 and on 09/19/24 @ 16:32:00. The adapt tool lists the following low battery/battery insertion cycles in reverse chronological order: 9/8/24 3:26 - 8/4/24 7:06 = 34.8 days; 7/2/24 11:16 - 5/30/24 2:46 = 33.4 days; 5/29/24 19:18 - 4/24/24 11:40 = 35.3 days. There are no date/time changes within any of the cycles listed above. Each of these cycles are greater than 7 days indicating that the pump passes the battery life test. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The high current measurements were isolated to pcba1. In summary, the customer¿s report of short battery life was confirmed during testing. According to the battery duration failure analysis instructions, the customer did not experience an unexpected power loss of less than 7 days per the pump history records. The high current measurements are due to a hardware issue on pcba1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.